Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered safety mode. There is no patient involvement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered safety mode. There is no patient involvement.

Manufacturer narrative:
Corrected fields: device codes field (h6) in section h, device manufacturers only.

Manufacturer narrative:
Corrected fields: device codes field (h6) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, the clinical observations were confirmed. Review of the device memory confirmed that the device underwent a reset, which resulted in the observed error messages. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Analysis results are consistent with devices that have been exposed to radiation and/or a high magnetic force, such as magnetic resonance imaging (MRI). Information from the field, however, indicates that the patient was not exposed to these types of potential adverse environmental interferences. The source of the radiation exposure is unknown.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered safety mode. There is no patient involvement. The device was returned and analyzed.